Event description:
As reported by an edwards field clinical specialist, approximately 4 years post implantation of a 20mm sapien 3 valve in aortic position, the valve had an aortic valve area of 0.9cm2, a mean gradient of 51mmhg, and an aortic valve velocity of 4.3m/s, which indicates severe stenosis of the bioprosthetic aortic valve. The patient was being worked up for either a valve-in-valve with either another sapien valve or a non-edward thv valve, verses open surgery.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings. Corrected h6- investigation conclusions. The device was not returned for evaluation. The complaints for valve stenosis was confirmed based on medical record. A review of the DHR, lot history, and complaint history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 4 years post implantation of a 20mm s3 valve in aortic position, the valve had ava of 0.9cm2, a mean gradient of 51mmhg, and an av velocity of 4.3m/s, which indicates severe stenosis of the bioprosthetic aortic valve." Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Review of medical record confirmed that patient had history of diabetes, which is known to increase the risk of bioprosthetic valve calcification. Calcified leaflets may contribute to reduced effective valve area and increased pressure gradients, as reported. In addition, per medical record, patient had history of nonrheumatic aortic stenosis, which is a risk factor for developing bioprosthetic aortic stenosis. As such, available suggests that patient factors (diabetes, pre-existing valvular disease process) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.